Event description:
Lead artsan 70cm, serial #(B)(4), model sc-8216-70 was implanted into pt and one of the leads to the battery could not be connected properly. A defect was noted on the lead, and the lead was therefore explanted. A new lead was inserted into pt which resulted in extended surgery time. (B)(6), boston scientific reps, were both present during this procedure.